Event description:
Customer complaint alleges "column overflowed/bubbled over with water into the circuit and out to the patients cannula and soaked the baby."it was reported there was no patient injury or complication.patient condition reported as "fine".

Manufacturer narrative:
(B)(4). One (1) complete comfort flow system 2414 was received for investigation to include the universal column, heated wire breathing circuit, pressure relief valve, air pressure line, and infant nasal cannula. A visual exam was performed and no defects were observed. The check valve discs for the conchasmart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe was connected to the upper tube to push and pull upper check valves. Both upper valves moved back and forth freely with no impedance. The same syringe setup was used to confirm the proper operation of the lower check valve. The returned column was connected to a concha water bottle in correct position. Both upper and lower tubes were punctured into the concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The column was then connected to a 2414 comfort flo circuit with a 2411-04 neonate cannula. Using 3lpm of air flow with no problems, the air flow was disconnected from the cannula with no water level increase into the circuit. The airflow was reconnected to the infant cannula at 3lpm. (Con't) other remarks: the nasal nare was occluded allowing the pressure to build in the bottle until the comfort flo relief valve (also returned with the sample) actuated representing the worst case back pressure for the system. The airflow was disconnected again allowing the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. To ensure the correct operation of the column, a small amount of water was poured into the column and then the column was inserted into a neptune heater. The neptune heater was allowed to heat up. After approximately 3-4 minutes the low water indicator lamp came on which confirmed the column low water float system was functional. The column was lifted out of the neptune and the lower water indicator lamp went out. A device history record (DHR) review was performed on the lot number of the returned sample. No issues were found that could relate to the reported complaint. Based on the investigation performed, the complaint could not be confirmed. The situation was not able to be recreated even at the h ighest back pressure settings. There were no issues found with the returned sample.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. However, functional test process of current production of smart concha no sterile ip-5041ns batch 74e1800648 was reviewed and no issues were observed that can lead to the defect reported. The lot number reported 74g1700929 belongs to part number ip-5041ns (smart concha no sterile). Such part number is part of (B)(4) (comfort flo humidification system). Based on this, the device history record of batch number 74g1700929 was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation to confirm the alleged defect and determine the root cause , it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this report will be updated as applicable.

Event description:
Customer complaint alleges "column overflowed/bubbled over with water into the circuit and out to the patients cannula and soaked the baby." It was reported there was no patient injury or complication. Patient condition reported as "fine".